Event description:
A male without extreme anatomy, underwent endovascular therapy in 2008. During placement of the flex main body, the release wire got stuck when being pulled (1820334-2008-00680). Not much, but enough to make the stent graft shrink. The wire guide was used, release wire was loosened and procedure could be completed. There was good seal in the neck after another manufacturer's stent was placed. Next, when pulling the tip and inner cannula out of the sheath after releasing the leg graft, the membrane of the valve did not close causing heavy blood loss. The physician then finished up as usual. The patient lost close to one litre of blood. Patient outcome is unknown at this time.

Manufacturer narrative:
Event evaluation: still under investigation.